Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.